Event description:
Customer reported that on (B)(6)2010 he received erratic readings on his freestyle freedom blood glucose meter. Customer reported receiving readings of 127 mg/dl, 35 mg/dl, 35 mg/dl, 56 mg/dl and 138 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was further reported the customer noticed "dots before (his) eyes" and subsequently experienced a seizure and loss of consciousness. Paramedics were called, started an intravenous infusion of unknown type and provided the customer with oxygen. Customer was transported to a local healthcare facility where he was diagnosed with hyperglycemia. It is unknown what additional treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.